Manufacturer narrative:
The manufacturer previously reported an incourage device allegedly caused broken ribs. There was no report of medical intervention being required. The device was returned to the manufacturer for evaluation. The customer's complaint was not confirmed. The device was tested and passed all final testing.

Event description:
The manufacturer received information alleging an encourage device caused broken ribs. There was no report of medical intervention being required. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.